Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The oversensing was further noted on stored electrograms. The patient did not receive therapy during the oversensing. Programming changes were made to resolve the issue. The patient continues to be monitored and remains stable.